Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(6), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced severe torso pain that began following a pump refill 3 weeks prior to the report. The patient slowly became more spastic. The monday prior to the report the pain spread through the patient¿s torso to the buttock area. The pain was severe enough that the patient had to cancel some appointments. The patient stated ¿just hurts so much, went into the emergency room (ER).¿ the patient was reported in the ER the past friday and saturday. The caller believed that maybe baclofen got into his system. The patient called the managing physician and was waiting to hear back. The patient could not hold the phone because he was shaking so much. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.